Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective action implemented a serial number logbook to correct this issue. No complaint history search based on the lot number and manufacturing date was performed for the above keywords as neither of these could be acquired through the information provided nor were able to be obtained through follow-up. In addition, it cannot be determined if there were any similar event related to the reported device based on the information provided. As such, no further action is required at this time. The reported event was confirmed by the service technician who performed the evaluation and repair. On 17 june 2019, it was reported that a dermatome had a broken cable on 18 april 2019. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the device on 23 april 2019 noted that the dermatome was out of calibration at all four settings and that the motor did not run. The service technician found that the cable was broken. Repair of the dermatome occurred on 17 june 2019 and involved replacing the motor, harness assembly, the width plate screws, multiple bearings, the handpiece switch, and the reciprocating arm. The technician then tested and verified that the device was functioning as intended, then the device was returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician does find that the power cable was damaged, it cannot be determined from the information provided as to what caused the damage to the power cable. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that unit had a broken cable. Event occurred during inspection. No adverse events were reported as a result of this malfunction.